Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2017 to assess the instrument test well image in question, which appeared visually negative.

Event description:
On (B)(6) 2017, a customer reported an unexpected abo blood type antigen mistype, when tested on a galileo neo.